Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to lead dislodgement. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported. As no further information is expected our investigation is complete. This report will be updated should additional information be received.

Manufacturer narrative:
The device was not returned for analysis. The analysis if therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.